Event description:
It was reported that following a pump replacement on (B)(6) 2012, the patient went home on (B)(6), and on (B)(6), the patient "went back to withdrawals". The patient had a fever of 104 degrees. The patient was not given any antibiotics. The patient called his doctor on (B)(6) but was unable to get to the office for a prescription. The fever went away on its own and the patient did not know whether it bacterial or viral. The previous pump delivered dilaudid; however, due to the previous pump running dry (refer to manufacturer report # 3004209178-2012-10039) and difficulty ordering the medication the doctor decided to fill the new pump with compounded morphine. The patient stated that one month later, the pump still contained morphine and he "doesn't tolerate it well". The patient thought he had 100 days of medication but was not sure and wanted to know if the pump could have overdosed him. The patient stated that he "could have easily died" and that everybody was telling him that the medication could not be removed. The patient suspected that the physician's assistant programmed the pump wrong or did something incorrect and that the healthcare provider (hcp) blamed it on the pump instead of the "real cause of the situation". The patient stated that the hcp wanted to add prialt to the morphine but the patient wanted to return to the original prescription of dilaudid only. The patient stated that he was still calling to have the morphine removed but had not yet had success. The physician assistant kept telling the patient that they could not replace the medication with another medication. The patient had been calling the clinic since (B)(6) and his brother also called on (B)(6). The patient stated that he was "going from 4-8ml and half daily delivery" and could not seem to get much of what had been going on. The patient wanted to know if the pump was dry and where his medication went. The patient stated that he could not get the truth from the hcp. The patient stated that he used to weight (B)(6), was at (B)(6) with this implant and had lost 6lbs since the surgery. The patient stated he "can't eat, sleep, drink, drive, etc" and that he was eating small amounts of food. The patient's next refill was scheduled for (B)(6) 2012. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).